Event description:
Reported 1 false negative sofia sars result for 1 symptomatic patient. Customer communicated that the result was confirmed positive by pcr testing.

Manufacturer narrative:
Investigation summary: tested 5x returned devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time.root cause: cannot duplicate with retains.source: phone.